Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 14.9 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.